Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep that the connector to the handpiece is broken. It is unknown how the case was completed. There was no consequence to pt.